Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100109451. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100108465. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) contained air. The aus was explanted and replaced. There were no patient complications reported.